Event description:
Patient was brought up from the emergency department on a v60 plus bipap machine. Once patient arrived to ccu, the emergency department rt stated the proximal pressure sensor alarm had begun to sound. The emergency department rt changed to proximity line, but this did not help. Once nurse arrived at patient's room, it was noticed as an equipment malfunction alarm and not something we would be able to troubleshoot ourselves. A new v60 was brought to patient's room and the patient was placed on new machine. The patient experienced an increased work of breathing along with an increased respiratory rate.